Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was using a transcutaneous electrical nerve stimulation (tens) unit and received an inappropriate shock. Review of the device data found noise that was being oversensed resulting in the one inappropriate shock. Technical services confirmed this is electromagnetic interference (emi) and recommended to discontinue use of the tens unit. No adverse patient effects were reported.